Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown and it was unknown if the patient was hospitalized. The treatment for the reported event included vancomycin (1gm, in 5 days, route not reported) and forzid (1gm, daily, route not reported). The outcome of the peritonitis was unknown. The actions taken with pd therapy were not reported. No additional information is available.